Manufacturer narrative:
The device was received for evaluation. During functional testing, failed downstream occlusion and constant air in line was not reproduced. A review of the event history log revealed downstream occlusion and air in line messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition for downstream occlusion failed was undetermined. No pump correction is required. The reported condition for air in line was verified. The cause was determined to be the ultrasonic sensor calibration to be slightly out of specification. The ultrasonic sensor requires to be recalibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of constant downstream occlusion and air in line in the biomed service department. There was no patient involvement. No additional information is available.